Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal dilaudid 2 mg/ml at 0.25 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the pump was loose in the pocket. There were no applicable environmental/external/patient factors that may have led or contributed to the issue. The catheter was checked through the side port and was aspirated. The pocket was revised to better accommodate the pump. The issue was resolved. The patient's status was alive - no injury. The patient's weight and medical history were unknown. There were no further complications reported.